Manufacturer narrative:
(B)(4) - lens not stable in eye, product malfunction. Evaluation results: visual inspection of the returned product found no visible damage to lens. There was evidence of clear surgical residue. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens. The surgeon felt the lens was not stable in the eye and decided to remove the lens and implant an anterior chamber lens. The lens was removed with no enlarged incision and no suture needed. No patient injury. The reporter stated this incident was due to patient related condition and not due to the lens. No product malfunction.